Manufacturer narrative:
Implant date is estimated to have occurred in 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, low pacing impedance, noise resulting in oversensing, and r-wave amp variation were noted on the right ventricular (rv) lead. Insulation damage of the rv lead was suspected, but was not confirmed. No intervention was performed at this time. The patient was stable and will continue to be monitored.